Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was feeling discomfort at the ipg site whether the stimulation was on or off. The physician met with the pt and gave the pt lidoderm patches. It was reported there were no signs of skin breakdown. F/u identified the pt was receiving some relief with the patches, and no further intervention was scheduled.